Event description:
The purewick external female catheter was found set at full vac suction (>300 mmhg). There is no regulator on the purewick device to prevent it from being set at extremely high suction rates that could cause patient harm. This appears to be a design defect.